Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion') in an adult female patient who had essure (batch no. B55624-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included tubal ligation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhoea"), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain") and menorrhagia ("menorrhagia"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, dysmenorrhoea, abdominal pain, pelvic pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified) result- right occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion') in an adult female patient who had essure (batch no. B55624-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included tubal ligation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhoea") and menorrhagia ("menorrhagia"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, pelvic pain, abdominal pain, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified) result- right occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion') in an adult female patient who had essure (batch no. B55624) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included tubal ligation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhoea"), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain") and menorrhagia ("menorrhagia"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, dysmenorrhoea, abdominal pain, pelvic pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified) result- right occlusion only. Most recent follow-up information incorporated above includes: on (B)(6) 2020: medical record received: lot number were added and reporter information were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included tubal ligation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhoea"), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain") and menorrhagia ("menorrhagia"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, dysmenorrhoea, abdominal pain, pelvic pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified) result- right occlusion only. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received : case upgraded to incident. Unspecified event "injury to herself" was updated to more specific events : abdominal pain, pelvic pain, menorrhagia, dysmenorrhea, device expulsion. Patient demographic added, essure removal date added, essure indication updated. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.